Manufacturer narrative:
Date of event: event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the device was adjusted and stopped working after two days. They were advised to follow-up with their healthcare provider (hcp) to increase settings. No further complications were reported or anticipated with the event.